Event description:
It was later reported the patient was seen by the physician and her vns was found to only be at 25% battery life remaining. The physician still thinks this device is running out of battery sooner than expected. Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2016, the physician adjusted patient's settings and disabled autostimulation to conserve battery life and 25% battery life was observed during this appointment. Patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted generator has not been received to date.

Event description:
The explanted generator was received on 10/20/2016. Analysis shows that the pulse generator could not perform a system diagnostic test under typical conditions. After the initiation of a system diagnostic test, a magnet was applied to the pulse generator, thus enabling the completion of the system diagnostic test. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3985, with ifi no. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. The diagnostic vbat calculation results were 2.828 volts. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. Observations from the bench oscilloscope show that vboost (ch 3) and vcpu (ch 2) have a non-typical / fast discharge slope during the output current off' time. The battery was removed. The pulse generator module was subjected to a postburn electrical test. The postburn electrical test aborted due to a 'communication error' due to high current drain. At the bench; the supply current off' consumption rate was approximately 17.3ua and the supply current 2ma/normal' (4k load) consumption rate was approximately 550ua. A diamond scribe was used to remove the contamination between the copper edges on the trimmed edge of the pcba. The first cut was between vcpu and rx/tx, which produced no change in the pcba behavior. The second cut between vboost and vcpu on the trimmed edge of the pcba resolved the current drain and communication issues. The postburn electrical test, with the contamination between the copper edges of vboost and vcpu removed from the trimmed edge of the pcba, showed that the pulse generator module performed according to functional specifications, with the exception r2 verification and the expected magnet detection normal' and magnet response' test results (due to the need for test software updates). The magnet detection normal and magnet response test results are due to the need for updates to the test software. The results of the removed contamination indicate a probable electrical path (resistive path) was established between vboost and vcpu. In addition, it was observed that the supply current off' current decreased when the contamination between the copper edges of vboost and vcpu was removed. All system diagnostic test attempts from 12/10/2015 to 08/24/2016 resulted in a communication fault error, which was most likely caused by the unintended electrical path between vboost and vcpu traces on the routed pcba edge. The reported allegations of premature end of life (eol) and failure of device were verified in the pa lab. A comprehensive automated electrical evaluation showed that the pulse generator did not perform according to functional specifications. The final electrical test aborted due to an 'attention error' (no communication). In addition, the fet shows measured diagvbat v' as 2.734 volts, an ifi=yes condition. Remaining residual material on the pcba edge after the test tab' removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of premature end of life (eol) and failure of device, in addition to the observed communication issues at the pa bench. Analysis of the generator was also reported in manufacturer report # 1644487-2016-01602.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's battery icon is showing only 60% battery life remaining even though the device was only implanted on (B)(6) 2015. The data stored within the generator was decoded. On (B)(6) 2015 there were 3.329v and 0.222% of the battery had been used. On (B)(6) 2015 there were 3.365v and 1.900% of the battery had been used. On (B)(6) 2016 there were 2.86v and 8.915% of the battery had been used. According to the office visit data, there were no autostims and only 2 magnet swipes.

Event description:
Additional data within the generator was received and decoded. On (B)(6) 2016 there were 2.87v, up from 2.86 on (B)(6) 2016, and 10.11% of the battery had been used, up from 8.915% on (B)(6) 2016. Note there was no evidence of premature battery depletion.